Event description:
While performing microdermabrasion procedure a surgical light fell on a pt, striking her right hand and left thigh causing minor cuts. The pt was given an x-ray with no broken bones noted. The pt was treated for minor lacerations and swelling.